Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported there was a ventilator failure during procedure. No patient injury reported.

Manufacturer narrative:
With this follow-up_2 report we want to inform you about the investigation result of the replaced parts which were not available during the initial investigation but which were received after the follow-up 1 report was sent. The motor assembly was build into a fabius device. It was found that in some positions the motor did not start rotating although connected to voltage. The fabius has reacted on the detected failure as specified by entering the corresponding log entries "v040 motor slow" and "v041 motor stalled". The visual inspection of the motor showed wear and tear effects at the carbon brushes and the rotor disc being root cause for the detected deviation. Finally it can be concluded that the reported ventilator failure was caused by wear and tear effects of single motor components. So the assumption already stated in the follow-up _1 report could be confirmed.

Event description:
Please refer to initial MFR. Report #9611500-2018-00012.

Event description:
Please refer to initial MFR. Report #9611500-2018-00012.

Manufacturer narrative:
The dispatched fse could identify several nonconformities with the respective device and rectified them. The workstation was tested afterwards and was returned to the facility in ready-to-use condition. Log file analysis provided by the manufacturer revealed that variations with the motor speed were detected repeatedly on the date of event which finally lead to a shutdown of automatic ventilation to prevent from serious system damages. The user is alerted to this condition by a corresponding alarm; manual ventilation and monitoring functions remain fully available. The device is more than 12 years old and has lasted longer than the expected service life of 10 years. All components that might be put in causal connection to the measured speed deviations have been replaced. The exact root cause for the problem could not be determined since the parts were not returned to the manufacturer for investigation. It can however be concluded that the device responded as designed to an error condition that was most likely caused by wear and tear. No patient consequences have occurred in the particular case; the field failure rate is within accepted range.